Event description:
During preoperative checkout of the equipment, customer noted ventilator would not function. There was no pt involvement. Ohmeda's investigation into the reported occurrence is still ongoing. A follow-up report will be issued when the investigation has been completed. Receipt of initial info from customer by ohmeda japan office - 02/05/98. Receipt of info by ohmeda madison office - 05/04/98. Receipt of additional info - 05/29/98. Reportable event determination - 05/29/98.